Event description:
It was reported that the patient's speech is not very clear. The compliance limit is too low, for this reason it is difficult to meet up the current need of the patient. All external parts were changed, but there was no benefit. Testing carried out on (B)(4) 2008 shows increased impedance on 10 channels, and 4 channels in status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.